Manufacturer narrative:
Testing and investigation found that the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. This was due to the motor slipping out of the mechanism. The probable cause of the customer reported s321 malfunction alarm code as a loose plunger motor. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) service alarm code. The device was returned to the biomedical department from an unk floor with no note attached. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s321 service alarm code. No additional info was provided.